Manufacturer narrative:
Product analysis: no phenomenon was confirmed by the inspection at the time of receipt. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a med procedure in a patient diagnosed with lumbar hernia. It was reported that there was a lock failure. Product did not come in contact with the patient. No patient injury / complication was reported.